Manufacturer narrative:
(B) (4). (No code available) for coil protrusion. The code has been requested.

Event description:
The physician uneventfully deployed nine coils into the anterior communicating artery (acom) aneurysm. However, resistance was felt as the tenth coil was being advanced through the microcatheter. As the physician slightly retracted the catheter, 1cm of the tenth coil came out from the catheter distal end. This resulted in the tenth coil becoming entangled in the implanted ninth coil (the subject device). Subsequently, this caused the subject device to protrude from the aneurysm and move into the catheter where it became stuck. The physician successfully removed both coils using a snare retrieval device. Other coils were placed into the aneurysm to complete the procedure. There were no reported clinical consequences to the patient.

Event description:
The physician uneventfully deployed nine coils into the anterior communicating artery (acom) aneurysm. However, resistance was felt as the tenth coil was being advanced through the microcatheter. As the physician slightly retracted the catheter, 1cm of the tenth coil came out from the catheter distal end. This resulted in the tenth coil becoming entangled in the implanted ninth coil (the subject device). Subsequently, this caused the subject device to protrude from the aneurysm and move into the catheter where it became stuck. The physician successfully removed both coils using a snare retrieval device. Other coils were placed into the aneurysm to complete the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The other coil became entangled in the previously implanted subject device causing it protrusion from the aneurysm. A snare retrieval device was used to remove both coils. Therefore, a root cause of caused by other device has been assigned to the reported event.